Event description:
It was reported to boston scientific corporation in 2008, that a endovive safety peg kit device was used during a peg placement procedure on the day before. According to the complainant, the safety scalpel was in the closed/locked position. Reportedly, an "in-house" scalpel was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
According to the complainant, suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.